Event description:
It was reported that during surgery the drill broke in 2 pieces, all the pieces were removed from the patient. No delay or patient injuries reported, it is unknown how the procedure was completed.

Manufacturer narrative:
One 4.5mm flexible cannulated endoscopic drill bit reported on. Product was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) instructions for use were not adhered to. 2) instrument blade dulling. Lack of recommended maintenance. 3) inadvertently reused single use product. 4) entanglement with another instrument or device during use or sterilization. 5) no product inspection prior to use. 6) incompatible force or torque applied. Per instructions for use: ¿this is a limited reuse device based upon the sharpness of the drill tip. Use of drills with that have worn or dull tips can result in breakage. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Force placed upon the drill can present bent distal tips and dull or uneven cutting edges. Use of drills with worn or dull tips can result in breakage¿. It is up to the surgeon to be familiar with the limitations of the specific device. Final product met specs upon release to distribution.

Event description:
It was reported that, during an acl replacement surgery, the drill broke in two pieces; both pieces were removed from the patient. It is unknown how the procedure was completed. No delay or patient injuries were reported.

Manufacturer narrative:
One cannulated 4.5mm flexible drill used for treatment, was returned for evaluation. Per instructions for use: ¿this is a limited reuse device based upon the sharpness of the drill tip.¿ the complaint stated: ¿the drill broke in two pieces; both pieces were removed from the patient.¿ this is a three year old reusable instrument. The instrument is intended to flex but not be bent. The drill has been stressed at the tip/spiral transition. The coils have damaged permanently sprung and are no longer concentric from torque force. The coil area is sensitive to inadvertent stress and use in reverse rotation. The tip has scratches and small dings on the flutes. The cutting edges are a primary factor into the performance of this instrument. Cannulated surgical instruments such as drills and taps can become jammed due to soft tissue and bone fragment build up. Sudden starting and stopping of the drill bit in the bone may also cause drill bit breakage. Per instructions for use: ¿never use the drill in reverse rotation. Only use the drill in forward rotation. Using the drill in reverse rotation may result in patient injury and/or failure of the instrument. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges. Use of drills with that have worn or dull tips can result in breakage.¿ this includes washing/sterilizing methods where instruments may become entangled. Product met specifications upon release to distribution. Complaint history review found one other report of this nature.